Event description:
On (B)(6) 2012, the pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. Although the final angiogram showed slight proximal type 1 endoleak, the physician decided to take a wait and watch approach. After the procedure on the same day, the pt developed paraparesis. He couldn't move his legs at that time. A spinal drainage was performed. In the morning of (B)(6), 2012, the symptoms of paraparesis improved. The pt's right leg recovered well and the pt could almost move his left leg. The circumferential calcifications were observed in both iliac arteries. The physician isn't sure if the calcification contributed to the event.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.